Event description:
The customer stated, that he tested his blood glucose using his contour meter and a precision xtra meter. The contour read 365 mg/dl, while the precision meter read 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed. No product will be returned.